Event description:
Mps3 had the following error "system exception error; manual restart required". The touchscreen was frozen and knob did not respond. Dr aware and machine switched off in back and restarted. Booted up and worked fine rest of case. Was a few minutes delay in cardioplegia delivery for a subsequent dose, which does not present any patient harm, near miss.